Event description:
(B)(4). I bled and could not stop. Doctor advised me to take 3 birth control pills to give the estrogen. This did not work. Bled until (B)(6). No relief saw doctor 2x and multiple phone calls to the doctor office stopped bleeding for 7 days before starting back again with huge clots and having have a hysterectomy.